Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/protruded drive support disk. The device was received with cracked battery tube threads and scratched display window.

Event description:
The customer reported that the drive support cap was sticking out. The blood glucose reading was 151mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan.